Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4). Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4). Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4).

Event description:
A report was received that the patient experienced lead migration which was confirmed by an x-ray. The patient underwent a lead revision procedure where the leads were repositioned. The physician assessed the revision procedure was a success.